Manufacturer narrative:
The device was received in two (2) separate pieces. The pusher was noted to be broken at the body coil to the hypotube transition, beneath the black pet. The proximal section of the body coils remained laser welded to the hypotube; the body coil wire was noted to be fractured proximal of the 0.001" wire sr knot/laser weld. The stretch resistance wire remained intact; the body coils were not stretched or otherwise damaged. The implant remained attached to the pusher. No od irregularities were found. The ends of the coils are to be sent for sem analysis. According to the analysis performed by (B)(4), the device failed due to tensile overload, indicating the device experienced forces that exceeded its specification. Based on the investigation and provided information, the complaint can be confirmed. Further examination through scanning electron microscopy revealed the device failed due to tensile overload, indicating it experienced forces that exceeded its strength specification.

Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that resistance was encountered during placement of an embolization coil in a posterior communicating artery aneurysm. During retraction of the coil, the pusher stretched and then broke at the transition zone. Both segments of the coil were removed together with the microcatheter without incident. There was no reported intervention or patient injury. The patient is reported to be doing well.